Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue ¿failed downstream occlusion sensor test¿ was unable to be reproduced. The device was tested for downstream occlusion detection at low, medium, and high pressure settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through inspection as the force sensor scale factor was found out of range (high). The force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test at 19.98 and 21.45 psi (pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.